Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that product analysis was completed, the placement difficulty allegation was confirmed based on observation of outer coil damage ~ 2 cm from distal tip. Lead resistances measured normal.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high thresholds and placement difficulties, the lead also exhibited helix extension issues. No additional adverse patient effects were reported.